Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) and right atrial (ra) lead impedance measurements were both greater than 3000 ohms. It was noted that the p and r wave amplitudes and threshold measurements were good. There was also appropriate pacing in bipolar configuration. The leads were reconnected twice with the same results. The field representative was in the control room using the programmer versus the implant room due to safety protocol. Possible electromagnetic interference (emi) was thought to be the cause, but after all equipment in the room was turned off the measurements were still out of range. The pocket was closed and the patient was moved into a different room with the same results. Fluoroscopy found that the leads were not fully inserted into the header of the pacemaker even though pacing and sensing were fine. Subsequently the pocket was re-opened and the leads reconnected. After verifying full connection the impedance measurements for the ra and rv leads remained greater than 3000 ohms. The patient was then taken into a post-op room and the impedance measurements for both leads were in the 700 ohm range. Thus electromagnetic interference (emi) was thought to be a secondary cause of the out of range measurements, however a source of emi was not identified. The pacemaker and leads remain in service and no additional adverse patient effects were reported.